Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up) has been investigated. The cause for the inability to power up was an open connection and the interconnect cable. The interconnect cable is necessary for communication between the monitor's ca and defibrillator boards. The root cause for the open connection cannot be positively determined. No adverse event resulted from the open connection. The last pt to use this monitor did not report any problems.

Event description:
A review of svc data has detected a reportable event. Upon servicing of monitor (B)(4), which was returned for normal maintenance, the monitor would not power up. The last pt to use this monitor did not report any problems.